Event description:
The report received from the affiliate indicated that, seven months after the index procedure, the patient returned for a follow-up angiography. The procedure revealed in-stent restenosis of 78.5% at the distal end of the cypher. Also, a new lesion of 75-90% stenosis was observed in the collateral branch. No treatment was performed on the collateral branch at this time. The patient is scheduled to have a second pci to treat the restenosis at a later date.